Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the customer reported issue " air-in-line alarm" was unable to be reproduced. Instead the device went into a reload set alarm. A review of the event history log revealed multiple occurrences of air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be faulty ultrasonic sensor. The ultrasonic sensor will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air-in-line during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.